Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to aspirate through the sample was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. Microscopic inspection of the valve was unremarkable. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both. Both the effort required and the observed flowrates were comparable to a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. Evaluation findings are in section h.11.

Event description:
It was reported that when placing a 7655405 catheter, the operator found that blood was unable to be drawn after the strain relief and transparent extension tubing were connected. Resistance was met during aspiration. X-ray indicated that the tip of the catheter was positioned appropriately. And follow-up visits were recommended for observation. The flow rate was very slow, even zero, during the first infusion that was conducted on the same day. A comprehensive evaluation indicated a possible valve fault.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2807 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing a 7655405 catheter, the operator found that blood was unable to be drawn after the strain relief and transparent extension tubing were connected. Resistance was met during aspiration. X-ray indicated that the tip of the catheter was positioned appropriately. And follow-up visits were recommended for observation. The flow rate was very slow, even zero, during the first infusion that was conducted on the same day. A comprehensive evaluation indicated a possible valve fault.